Manufacturer narrative:
Patient is unsure if he swallowed a dental abutment 1 year ago. Patient is ok no further details available. No information about patient, product or manufacturer. Patient spoke to dentist and continues to be in good health.

Event description:
Patient is unsure if he swallowed a dental abutment 1 year ago. Patient is ok no further details available.